Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that they were receiving repeated low battery alarms. The reporter stated that the battery was removed from the pump, but no other battery would power the pump on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2015 with the following findings: a review of the pump¿s black box data revealed multiple eaw 177 low battery warnings and pump reboots. There was no visible damage to the battery compartment; however, there was evidence of moisture contamination in the battery compartment. The returned battery cap contact measured within specifications, and the battery cap was able to secure onto the pump. Due to the moisture contamination, the pump powered on intermittently with the returned battery cap and a test battery cap. The pump could not be exercised for 24 hours due to the intermittent power condition. The electrical current draws measured within specifications. The leak test passed. The pump was opened and no evidence of additional moisture was observed inside the pump. Unrelated to the initial complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.